Event description:
International complaint coordinator reports one incident of pt reaction with the psn 170 dialyzer. Incident occurred at the start of the pt's treatment. The pt became distressed and experienced chest pain and possible bronchospasm. The pt received 50mg IV hydrocortisone and 5mg ventolin via nebulizer. Blood was returned to the pt, with no blood loss noted. Treatment was resumed with an alternate membrane and same bloodlines and completed without further incident.